Event description:
The pt developed pain, swelling and clear drainage approximately one week post-op. The pt returned to surgery three weeks post-op and the implant was removed and revision surgery performed. Oral antibiotics were administered one week post-op.